Manufacturer narrative:
The large hem-o-lok clip applier instrument has been returned and evaluated by the failure analysis (fa) team. Failure analysis confirmed the customer's reported complaint. Failure analysis found the primary failure of failed engagement to be related to the customer reported complaint. The instrument failed mechanical engagement when placed in the system, error code 22020. Instrument inputs failed to engage with the sterile adapter in multiple attempts. A review of remotefe log showed multiple engagement failures. The instrument was not returned with clip attached to the distal tip. The clip test was unable to be performed due to the engagement failure. Failure analysis found the secondary failure of broken input disk to be related to the customer reported complaint. The instrument was found to have an input disk broken. Hairline cracks were found on grip input shafts. Input disk #6 was found broken into pieces inside of the housing. This failure likely caused the engagement failures observed. The root cause of this failure is attributed to misuse. Additional observation not reported by site was that signs of corrosion were found on the instrument bearings. Pitch and grip input disk bearings exhibit orange discoloration. The root cause of corroded/contaminated instrument bearings is typical attributed to mishandling/misuse, most commonly caused by improper cleaning/reprocessing techniques. A review of the instrument log for the large hem-o-lok clip applier instrument (470230-12/k10211027 0037 ) associated with this event has been performed. Per logs, the large hem-o-lok clipper was last used on (B)(6)2022. On system sk2815, with 55 lives remaining. No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: per the description of the complaint, the clip applier instrument may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was observed to have had a clip jammed in the mount of the instrument and it failed to engage. A backup instrument of the same kind was used, and the procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.